Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who was experiencing pain after essure (fallopian tube occlusion insert) insertion. According to her, she was scheduled for a hysterectomy because of essure. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4)). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported that essure has caused heartache pain and misery. According to reporter, it is the feeling every morning while you struggle to cope with the pain that your body is boycotting. The fear of going out in public from the pain, but also, because it makes you gain weight in your stomach so you look 7 months pregnant. Consumer also reported hair loss, stress and constant fatigue over something that was guaranteed. In addition, consumer reported that she is scheduled for a hysterectomy because of essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who was experiencing pain after essure (fallopian tube occlusion insert) insertion. According to her, she was scheduled for a hysterectomy because of essure. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.